Event description:
It was reported that an ilet user experienced repeated restart alerts during attempts to rewind the pump, including alert 42 indicating motor current sense failure and alert 43, along with reports of insulin leaking from the cartridge, which led to the determination that a replacement device was needed and that the device would no longer be water resistant. Symptoms included no reported adverse clinical effects. Outcomes included interruption of usual pump therapy and the need for backup therapy. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.